Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted air bubbles between cartridge and luer lock. The customers blood glucose level was impacted close to (300 mg/dl) the customer performing fill tubing and took a bolus to stabilize bg level.